Event description:
It was reported that the customer was hospitalized due to a hypoglycemic episode while sleeping. It was stated that the paramedics were called and the customer was treated with a glucagon shot and then taken to the emergency room. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.